Event description:
The customer reported discrepant results between the provue analyzer and manual gel method with a blood grouping test of a sample. No erroneous results were reported. A discrepant result may lead to misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
Shipped on 05/2007. Customer is confident this incident is due to the patient sample in question and not due to the performance of the provue. The sample was obtained from a group a+ pt who had received two units of o negative blood additional testing performed by the customer using manual gel and cells aspirated from the bottom of the red cell layer, confirmed the results obtained by the provue. Due to differences in specific gravity between recently transfused red cells and autologous cells, transfused cells tend to migrate to the bottom of the tube (heavier) and the pt's or autologous red cells tend to stay on top. Customer reports the manual gel testing confirms the provue results when the sample is aspirated from the bottom of the red cell layer. The provue has been operating without issue or error with all other samples. This customer has not logged any complaints against this analyzer since the repair. (B) (4).